Event description:
The event is reported as: the stapler jammed during use. No pt injury reported.

Manufacturer narrative:
Eval, method: review of manufacturing process. Results: no similar defect was reported during the manufacturing processes. Conclusions: CAPA (B)(4) was issued to address issue. If additional info is received, a follow-up report will be submitted.